Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator was throwing an error "fault 20" while connected to a 5 month old baby. Furthermore, the unit was able to stay in use without harm to the patient.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Service technician was able to verify customer reported complaint. During bench testing, the vent alarm hw fault 20. Vent fails initial final test at minimum power source test due to alarm number 20 active. Hybrid board pn:19570-001 sn:(B)(6) will be replaced to resolve the reported complaint. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.